Event description:
It was reported when using a proglide device during an unspecified procedure, the device showed a defect in the suture line when opened and introduced into the patient. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported device showed a defect in the suture line when opened and introduced into the patient could not be confirmed due to components were not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported defective device could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.